Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient's ins gave him problems due to its implanted location at the center of the tailbone. The ins was relocated by revision to a better position (to the left) to resolve the issue. The event occurred in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.